Event description:
It was reported via repair work order that the nurse call system was not functional as the non-stryker nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.